Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient had high power wattage. The patient developed acute pancreatitis with sudden onset of increased shortness of breath, cough, and abdominal distention. The patient was hospitalized and medications were started. It was noted there was an absence of pain when the patient was positioned correctly as the pain was aggravated by movement, deep inspiration, and coughing. The amylase was elevated to 536 and lipase to 385. An abdominal ultrasound was equivocal with signs of acute cholecystitis and an abdominal computerized tomography was unremarkable with a small non-obstructing renal stone. The care team believes the pain is attributable to the ventricular assist device (vad) shifting. The pump remains in use. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. The reported high power event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported high power event including but not limited to thrombus formation/ingestion, high flows, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.